Event description:
On (B)(4) 2012, customer reported that their cx5 delta instrument generated a high calcium (ca) result on 1 patient sample. The result was reported out of the lab. When the physician questioned the result, it was repeated with a lower result , but still within the precision claim of the assay (2 s.d. = 0.6 mg/dl). An aliquot of the sample was sent to another lab for analysis (methodology unknown). This result more closely matched the lower of the results generated by the cx5 delta. Treatment was not initiated or withheld based upon the erroneous original result reported. Customer stated that quality control prior to, and after, the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and cleaned the cuvettes. Fse replaced the sample probe and wash/vacuum probe #4. Fse also replaced both syringe tips and both t-valves. Fse verified performance.